Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
The surgeon advised that they believed the irrigation sleeve could be stripping descemets membrane when entering the eye during cataract surgery. No particular procedure details or dates are available. This was observed over a period of time. Additional information has been requested.